Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the proximal femoral artery. The device was delivered to the lesion for predilatation, but the balloon could not be inflated. The device was withdrawn, and an in-vitro water filling test revealed a leakage. The max. Pressure was around 5 atm.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed one tear in the balloon surface, located directly on top of the distal x-ray marker. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp-edged object. The balloon has been partially inflated and was returned in a partially deflated state. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.